Manufacturer narrative:
The patient reported on 1/20/2020 that she originally started using v-go back in (B)(6) 2017, but had to stop using the v-go because the v-go devices were coming off. As of 1/20/2020 this is the first time that the patient has reported an issue with the v-go device to valeritas.

Event description:
The patient stated that when she had originally started using v-go back in (B)(6) 2017, the v-go devices were coming off about 12 hours after applying them to the application site.